Manufacturer narrative:
User facility medwatch report rec'd 1/5/2009. Investigation results: conmed linvatec rec'd this device for eval. During testing of this device, the reported problem was unable to be confirmed because the unit performed to spec. Add'l info from the user reported that the facility uses a 1 minute dry time following sterilization. The instruction manual and IFU cautions the user that an eight (8) minute minimum dry cycle should be run on all handpieces every time the product is sterilized. Failure to use a dry cycle on the products may lead to reduced product performance or premature product failure. Add'l info on cleaning and sterilization will be provided to the customer. Associated MDR: 1017294-2008-00380.